Manufacturer narrative:
(B)(4).

Event description:
The pt experienced stimulation in the wrong location. She wore a neck brace for 2 weeks and had no issues. Once she took the neck brace off she lost stimulation, no longer felt it, in the right arm. Stimulation was too strong in the left arm until it was turned down. Additional information has been requested.